Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during a pulse generator advisory explant, this electrode was explanted due to oversensing. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. There was some explant damage. Measurements throughout these tests were within normal limits. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during a pulse generator advisory explant, this electrode was explanted due to oversensing. There were no additional adverse patient effects.